Manufacturer narrative:
The device was not received for evaluation and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a transfer set and patient line of a homechoice cassette. The patient was connected at the time of the event. This occurred during dwell three of five of peritoneal dialysis therapy. The caregiver stated that there was no leak or damage noted. Renal therapy services (rts) advised the caregiver to start over with all new supplies and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.